Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The system/memory pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly; however, the reported condition could not be duplicated. There were no reboots when tested and the system/memory connection was good.

Event description:
It was reported that the device would boot-up incorrectly when bumped and had an error code logged in memory. There was no pt use associated with the reported event.